Event description:
Boston scientific crm received information that this right atrial (fa) lead dislodged post implanted. This lead was unable to be repositioned. A new lead was successfully implanted and to date, no adverse patient effects were reported.